Event description:
During procedure, it was reported that difficulty was experienced while inserting the stylet in to the left ventricular lead. It was also noted that the pacing impedance was high and out of range. The left ventricular lead was replaced in order to complete the procedure and the patient was stable.

Manufacturer narrative:
The field complaints of high impedance and difficult insertion of the stylet were not confirmed. Analysis of the lead did not identify any anomalies. Visual, x-ray, and electrical analyses of the lead were normal. A test guidewire and a test stylet could be fully inserted and withdrawn from the lead without any issues. Lead impedance measurements were also within range.